Manufacturer narrative:
The device history record was obtained and reviewed for lot # sp16h22-1175188. The coupler ring separation force results noted in the DHR for this lot were within specification. The coupler ring retention force test results were within specification. 100% functional alignment testing was performed on each device during the manufacturing process. 100% visual inspection for broken or missing parts was performed. The lot passed visual and functional inspection. The released product met specification. The wing jaw and two coupler rings were returned for evaluation. The device was examined under microscope. The two coupler rings had blood and tissue on them. The wing jaw channels and coupler ring channels were visually straight and true. The coupler pins were straight. There was no visual evidence of ring contact from approximation. Functional testing for coupler ring retention is not possible once the rings are ejected from the wing jaw. The root cause of the event could not be determined. The DHR review indicates that the lot met specification. There is no immediate evidence to support why the coupler ring slid out of the wing jaw assembly during use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a right breast reconstruction procedure a gem coupler ring fell out of the wing jaw assembly. The coupler ring was adequately removed from the vein and the anastomosis was completed with another coupler. No adverse patient outcome is associated with this event.